Manufacturer narrative:
According to the information provided by the technician, the issues occurred while the ventilator was connected to patient with inflated cuff. With every patient breath the peep value on the screen would increase till it reached alarm limit and device would alarm and reset. Additionally, the device had issue measuring exhaled volumes with patient cuff inflated. The whole device was replaced and checked. No malfunction was found. Pre-use check passed successfully multiple times. Device put back into clinical use. Review of the provided device's logs confirms occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as high continuous pressure, airway pressure high, peep high and volume delivery restricted indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit, but there was no technical malfunction of the ventilator itself. According to the technician, the patient circuit used when the issues occurred, was not present during on-site visit. The device was tested with a new patient circuit, so the malfunction of the original patient circuit cannot be confirmed or ruled out. As the source of the alarms activation is unknown, the cause of the issues has not been determined.

Event description:
It was reported that the ventilator had issues with providing set values. There was no patient harm. Manufacturer's ref. #: (B)(4).